Manufacturer narrative:
Lot/serial# 16200608: UDI (B)(4). Initial reporter: (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tri-lobe balloon instructions for use state that adverse events which may require intervention include, but are not limited to: trauma to the vessel wall, including dissection. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprosthesis using gore dryseal sheath with hydrophilic coating and tri-lobe balloon catheter. After the devices were implanted and the 22fr sheath dsl2228j/15585108 was removed from the patient, it was reported an angiography showed a dissection in the right iliac artery. A smart stent 8mm x 60mm was implanted from the right common iliac artery to the right external iliac artery to treat the dissection. An angiography showed good blood flow and the procedure was finished. The patient tolerated the procedure. The physician reported that the access vessel was narrow and he expected access vessel trauma. The fsa reported the patient had showed dissected blood vessel from the abdominal aorta to the external iliac artery before the procedure. It was unclear if the right iliac dissection was caused during the procedure.

Manufacturer narrative:
Correction: review of the event determined this event to be non-reportable. This medwatch will be voided.